Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen flickers.

Manufacturer narrative:
Additional information: e1(initial reporter: (B)(6) email ID: (B)(6) it was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) unit with screen flickers. A getinge field service engineer (fse) found issue and replaced display. Preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. Contract pm has been performed on so 44475100 please reference. No patient involvement. The defective components were received for further investigation. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 26 jan 2024. The failure analysis and testing dept. Received part number 0160-00-0113 rev. B, serial number a101042633052, with a reported unit failure of a flickering screen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number si206230b5 and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Tested for 30 minutes with no issues. Fat could not verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10. E1 (initial reporter and email), e2, e3, e4, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit screen flickers. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.